Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The heavily calcified, 99% stenotic, and severely tortuous lesion was located in the left anterior descending (lad) coronary artery. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is reported "good."